Manufacturer narrative:
The device was forwarded to OEM for evaluation. The investigation determined the probable cause of the malfunction was associated with application error at the end user. There is no cause for corrective action at this time. There is no cause for containment. Aesculap will continue to monitor for reoccurrence.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. It was reported that during a surgical procedure that a grasper being used came apart and the physician had to retrieve the lost piece. There was no harm to the patient. There was a five to ten minute delay in surgery.